Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt's vns lead and generator were replaced due to a lead fracture. Reinserting the lead pin into the generator did not resolve the high lead impedance. Prior to the surgery, the pt was to have generator replacement due to end of service. Attempts for return of the explanted devices were unsuccessful as the hospital discarded the explants. Attempts for further info are in progress.